Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores on her shoulder blades. There were no allegations of any bleeding, oozing or weeping wounds. Patient reported removing the lifevest for a month to let the sores heal. Patient mentioned recently giving birth and stating the lifevest was too heavy. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply neosporin to the sores. Follow up indicated that the cream is helping with the skin irritation.